Event description:
Customer reported the insulin pump alarmed button error while she was playing with her dog. Customer's blood glucose was 178 mg/dl. Customer reported she places the device on the strap of her bra so sweat might have gotten on the device, as a significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the insulin pump. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.